Event description:
It was reported via a trial that on (B)(6) 2008, the pt underwent stenting in the predilated mid right coronary artery with one xience v stent. On an unk date, the pt experienced chest pain that led to a coronary artery bypass graft surgery in unk vessels. There was no additional info provided.

Manufacturer narrative:
(B)(4). The reported pt effects of angina and restenosis, as listed in the product instructions for use are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported pt effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design of labeling.